Manufacturer narrative:
Technician found that bed - hi/lo head was going down itself. Cause: the valve solenoid was stuck. Action: replaced the valve solenoid to resolve this issue. Bed location: basement.

Event description:
Complaint: bed going down itself (the unit hl head going down). No impact to pt or caregiver.